Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and broken off reservoir tube lip. Pump unable to prime during prime test due to loose/protruded drive support disk. No compromised force sensor system error alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 120 mg/dl. Insulin pump will be replaced.